Event description:
The horse shoe on the pulley system had 20-25 pounds of tension from the chinstrap. They were doing the soft tissue dissection for 1.5 hour. After the procedure, it was discovered that the patient's neck was pulled backwards instead of being horizontally positioned. Since the patient was covered, it was unknown how long the neck was incorrectly positioned. No patient consequence was reported. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 08/24/2016. Although this customer has sent in product for inspection, the device in question was not submitted to the appropriate department as such physical inspection were unable to be performed. Device history record reviewed for 113111/139 product ID 41b1171 manufactured on december 19, 2013 show no abnormalities relate to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file. No manufacturing or design related trend has been identified. Currently discussions are underway with this account, service and repairs and marketing to replace this part. This issue will be monitored.